Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the functional test failed. There was no patient involvement. The fse evaluated the device on site. It was determined that this was a malfunction caused by the software glitch, the fse reloaded the software, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was the software glitch. The reported problem was confirmed. The fse reloaded the software to resolve the issue. It has been concluded that no further action is required at this time.